Manufacturer narrative:
Technician found brake casters worn. The technician replaced the brake and brake steer casters to resolve the issue.

Event description:
Technician alleged that the brakes were ratcheting when set. No patient impact.